Event description:
Ten days post-index procedure, the patient complained of chest pain. Cag was conducted and thrombus was observed in the cyphers at the proximal to mid lad. To treat the thrombus, aspiration and poba was conducted. Thrombolytic agent was administered. A week later, the patient developed ami. Cag was conducted and thrombus was observed in the cyphers. To treat the thrombus, aspiration and poba was conducted. Thrombolytic agent administered. The target lesion was proximal to mid left anterior descending artery (lad). The vessel was a de-novo and eccentric lesion. Aha/acc classification of the vessel was type c. The lesion length was 45 mm and vessel diameter was 4.0 mm. The procedure was an emergent case due to an acute myocardial infarction (ami). Pre-dilatation was not conducted. The 1st cypher (3.5/33 mm) was implanted at 20 atms for 30 seconds. The 2nd cypher (3.5/18 mm) was implanted at 20 atms for 30 seconds proximal to the 1st cypher, overlapping it. Post-dilatation was conducted with a balloon (4.0/15 mm) at 12 atms for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-00520. Additional information will be submitted within 30 days of receipt.